Event description:
According to the reporter, the needle and thread separated while unpacking the device. No patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.